Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a visual evaluation of the communicator was performed. The allegation of this communicator based on the field report and the finding of burnt communicator was not confirmed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. No additional adverse patients were reported.

Event description:
It was reported that the patient advocate tried different sockets but still the communicator was super hot and then all lights light up and the burned smell starts. No adverse patients effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator smells burned. Furthermore, the patient advocate tried different sockets but the communicator seems going to explode. Moreover, the communicator gets super hot and all lights are up and burned smell started. No adverse patients effects were reported.